Manufacturer narrative:
The subjected device was not returned to olympus medical systems corp.(omsc). Omsc checked the device history record of the subject device, and there was no irregularity found. The otv-s7proh-hd-12e instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following. When the facility performed the functional endoscopic sinus surgery, the endoscopic image flickered. Just before the procedure, the patient was in full anesthesia. The covering of the patient was made, and navigational gear was connected to the patient. The endoscopic image was fine. The facility adjusted the white balance. Then the endoscopic image flickered. A nurse turned off the video processor, and re-turn on. But the endoscopic image was not displayed, and the error message was displayed on the screen. On this date, a medical technician visited the facility. He found the following. In a state that did not connect the camera head and the video processor, the color bar was displayed on the screen. So the camera head had any defect. The facility replaced the subject device with a borrowed camera head, and completed the procedure. The borrowed camera head was not sterile. So the facility put over a plastic bag on the borrowed camera head for the contamination does not occur. And the facility used it. The facility made sure that the possible contamination was set to minimum.

Manufacturer narrative:
The subjected device was returned to the overseas affiliated company of olympus for evaluation. The overseas affiliated company tried to reproduce the phenomenon, the phenomenon was reproduced. The overseas affiliated company evaluated the subject device, and found the following. The camera cable is kinked and broken in the middle of the length. The switch has no function. Omsc checked the device history record of the subject device, and there was no irregularity found. Based on the investigation result, olympus surmised the phenomenon caused by the following. This damage is generally caused by twisted or bend at the camera cable. The camera cable consists of multiple signal wires, therefore excessive stress such as twisting and bend causes break of cable. There were no further details provided. If significant additional information is received, this report will be supplemented.